Manufacturer narrative:
Device evaluated by MFR: the guidewire was returned, and it was observed that the coil wire was unraveled due the core wire being detached separated from distal tip to the transition point. Also, the guidewire was kinked and stretched at distal section. Media review revealed that the core wire was separated from the bald weld, and that the guidewire was stretched and bent at the distal section. No other issues were identified during the product analysis.

Event description:
It was reported that guidewire fracture occurred. An amplatz super stiff guidewire was selected for use. During the procedure, it was noted that the coating on wire was unraveled, coming off of wire and breaking. The device was removed from the patient. There were no patient complications as a result of this event.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that guidewire fracture occurred. An amplatz super stiff guidewire was selected for use. During the procedure, it was noted that the coating on wire was unraveled, coming off of wire and breaking. The device was removed from the patient. No patient harm was reported.